Manufacturer narrative:
Reported event of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report # 3005099803-2014-03109 pertains to the other device. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, the needle detached while the physician was throwing the needle through the sacrospinous ligament. A second capio device was opened but had the same problem. Both needles were left inside the patient. The physician did not attempt to retrieve the needles. The procedure was completed with a third capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.